Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On (B)(6) 2025, it was reported by a sales representative via email that an ar-1408.5, cannulated headed reamer, 8.5 mm, was blunt. This was detected during use in an acl reconstruction procedure on (B)(6) 2025 where the acl reamer took 20 seconds to drill through the tibia. The surgeon looked very concerned for the patient's health. The procedure was completed successfully by using the reamer. The evaluation on whether there was patient harm was not evident at that point in time.

Manufacturer narrative:
Additional information: b5, d9, g3, h3, h6 complaint allegation is confirmed. Upon visual inspection, it was noted that the edges of the flute were blunt/rounded. Functional testing was not performed due to the damage to the device. The most likely cause of this failure is attributed to wear and tear damage incurred over repeatedly drilling and extended use in the field. Manufacturing date 2016.

Event description:
Additional information: while there was a concern of necrosis, follow-up indicated that necrosis did not occur.